Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to boot up. At analysis it was determined that the programmer after powering up had frozen. It was noted that the system fan was noisy, the link electronic module (lem) connector port required manipulation to work properly and the right antenna failed. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.